Manufacturer narrative:
Corrections.

Event description:
Check "iab cath" alarm sounded from the pump. A blood clot was noted in the catheter. The doctor was unable to remove the iab. The iab was entrapped and needed to be surgically removed. On 07/21/97, datascope was notified by the contact in the risk management department that the patient has the iab. The contact also that the patient was fine after the event and was discharged from the facility. (Event complications: the iab was entrapped/surgically removed) - reported 07/10/97. (Pt's current status: fine - rpt'd 07/21/97).